Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor had a bubble. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. The investigation found that the downstream occlusion sensor failed calibration and was stuck at 134mb. The investigation determined that an inoperable downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "reattached cassette" alarm. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.